Manufacturer narrative:
The device was received on 1-16-1997 for complaint analysis. The returned device was evaluated in a simulated perfusion circuit filled with saline with a flow rate of 5 lpm. The returned bag was tested with several different volumes and the holder retaining bar at different positions. The saline was heated to 37 degrees centigrade. The reported anomaly could not be duplicated in co's laboratory setting. No defects to the bag could be visually confirmed.

Event description:
The user report indicated that the pt was on cardiopulmonary bypass for approx 21 minutes when the outflow trac of the venous reservoir bag collapsed and would not allow blood out. Bag was replaced. No harm to pt. The medwatch user report was received on 12/5/96.